Event description:
It was reported that a loss of ventricular capture was observed via review of remote transmission. The patient presented to the clinic confirming the loss of capture. The patient was having palpitations. Chest x-ray was performed revealing right ventricular (rv) lead dislodgment. Programming changes were made. No other plans for intervention at this time. The patient was in stable condition.